Event description:
It was reported that the ilet issued an occlusion alarm while the user was wearing a steel infusion set with 23-inch tubing, and insulin delivery resumed only after a full supply change; the reported device problem was obstruction of flow and the involved component was the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions, and blood glucose was unaffected. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem associated with the infusion system leading to obstruction of flow at or related to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Thank you for your attention to this summary.

Manufacturer narrative:
Initial.